Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -10.0/1.0/097 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Lens rotation was observed. On (B)(6) 2022 the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial in liquid. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).